Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot test strips in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer's wife called for the customer to complain of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer was in a rehabilitation hospital due to not being able to swallow. At 8:55 a.m. The customer's result from the laboratory using the dade innovin method was 2.4 inr. The customer tested on his meter at 9:00 a.m. And obtained a result of 1.8 inr. The clinic felt that the 2.4 inr result was correct and reported this result to the customer's doctor. The doctor decreased the customer's coumadin dose based on the laboratory result. The customer's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer was released from the rehabilitation center the week of (B)(6) 2016. The customer currently feels weak. The customer is not anemic, is not on heparin therapy or direct thrombin inhibitors and has no antiphospholipid antibodies. The meter and strips were requested for investigation. Relevant retention test strips (lot 206464) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.